Event description:
Related manufacturer reference number: 2017865-2022-15281 / 2017865-2022-15285. It was reported that the patient's right ventricular(rv) lead exhibited over-sensed noise, high pacing impedance and high capture threshold. The patient presented to a lead revision procedure. During the procedure, while removing the rv lead, the right atrial(ra) and left ventricular(rv) leads were dislocated. The lv, rv and ra leads were explanted and replaced. The patient condition was stable post-procedure.

Manufacturer narrative:
The lead was returned for lead dislodgement. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination of the lead found the ring electrode cable one was broken/separated which is consistent with procedural damage. Visual inspection of the lead found no anomalies except for procedural damage. The s-curve height was measured to be within specification.